Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The sample was received used and not in the original teleflex lma packaging. The inflation balloon of the fastrach su was slightly discolored. The outer profile of the defective device was observed to be standard and normal. There was no physical damage observed on the fastrach and no significant difference of the shape when compared to a retained sample. The reported failure was method of use related as the fastrach ett size 7.5 is not a recommended size for use with an lma fastrach mask according to the teleflex international IFU. Customer is kindly reminded to use an lma fastrach ett size 7 and smaller with the lma fastrach mask (of any size).

Event description:
The event is reported as: the customer alleges tube cannot be pushed through the mask during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges tube cannot be pushed through the mask during use. There was no patient harm reported.